Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.